Manufacturer narrative:
H.6. Investigation: one photo and three loose 5ml syringes with blister packs from batch 0213256 (p/n 309649) were received and evaluated. It was observed all three of the syringes each had single lengthwise crack in the barrel wall extending from approximately the 1ml to 4ml marking. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 5ml ll euro 125 s/c was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: 3 l.l. 5ml syringes with cracks. The devices were not in contact with a toxic substance. Circumstances / description: when collecting ppi water to replenish vidaza vials: observation of 3 syringes with cracked bodies. No clinical consequences for patient or operator. Precautionary measures and actions taken: quarantine of cracked syringes, use of new 5ml syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll euro 125 s/c was damaged. This occurred on 3 occasions. The following information was provided by the initial reporter: 3 l.l. 5ml syringes with cracks. The devices were not in contact with a toxic substance. Circumstances / description: when collecting ppi water to replenish vidaza vials: observation of 3 syringes with cracked bodies. No clinical consequences for patient or operator. Precautionary measures and actions taken: quarantine of cracked syringes, use of new 5ml syringes.